Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion sensor failure. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a broken battery door. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso seal was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.